Event description:
Fmc product complaint received for this reused dialyzer, use# 8. Stated complaint is internal "blood leak" with blood detected in the dialysate. According to complainant, the blood circuit was not returned to pt, estimated blood loss 175cc. Further clinical info has been requested from health care professional. MFR filed due to blood loss reported. 4/2/99 further clinical info received from health care professional. Complaint sample is available.